Event description:
The manufacturer received information alleging a ventilator fails to charge its battery. The device was not in patient use. The ventilator was returned to the manufacturer's quality assurance laboratory for investigation. During the evaluation of the device a "service required" alarm condition was observed. The device's internal battery needs to be replaced to address the issue. The root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance.